Event description:
The user facility reported that during a laparoscopic surgery, the percutaneous oxygen saturation (spo2) of the pt decreased. The physician reportedly found by unspecified means that the abdominal pressure of the pt was higher than the set pressure. The procedure was reportedly stopped and converted to an open abdominal surgery. There was no info provided on the pt outcome.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The pt's oxygen saturation (spo2) was reportedly unstable prior to the procedure. The open abdominal surgery was said to have been completed successfully and the pt had been discharged. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report. The device passed all functional testing and it was found operating as intended. The device was reportedly returned to the user facility. The cause of the reported phenomenon could not be conclusively determined. However, the pt's preexisting medical condition cannot be ruled out as a contributing factor.